Event description:
It was reported that during an atrial fibrillation procedure the patient experienced a pericardial effusion. A difficult transseptal puncture was obtained with a non-(B)(6) device, when the physician wanted to replace the sheath, the pericardial effusion occurred before inserting the sheath into the left atrium. Puncture of the pericardial effusion was needed to solve the issue. The procedure had to be cancelled due to this event. The patient has fully recovered. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).